Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and dimensional inspections were performed on the returned device. The shaft separation and kinked were confirmed; however, the difficulty to position could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the coronary dilatation catheter, nc trek rx, global instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpackaging of the 3.50x15 mm nc trek balloon dilatation catheter (bdc), the proximal shaft kinked. The nc trek bdc, was advanced in the patient anatomy however, resistance was encountered with the guiding catheter and the proximal shaft separated. The separation occurred while inside the guiding catheter, the proximal segment was easily removed and the distal segment was removed with the guiding catheter. No additional intervention was required. There were no adverse patient effects and no clinically significant delay. No additional information was provided.